Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and will not boot up while in patient use. Bme reported that they get a error message saying raid 1 failed, no operating system. Bme requested to send the cns into nihon kohden for repair. No patient harm was reported. Device inspection results: nihon kohden repair center nkrc received the unit which they cleaned and decontaminated the device. The cns had a lot of dust inside and the cpu fan was noisy. The reported complaint that this cns crashed and will not boot up was duplicated. Nkrc recommended to customer to replace hdd's and cpu fan. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and will not boot up while in patient use. Bme reported that they get a error message saying raid 1 failed, no operating system. Bme requested to send the cns into nihon kohden for repair. No patient harm was reported.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse's station (cns) crashed and will not boot up while in patient use. Bme reported that they get a error message saying raid 1 failed, no operating system. Bme requested to send the cns into nihon kohden for repair. No patient harm was reported. Qa investigation: nihon kohden repair center nkrc received the unit which they cleaned and decontaminated the device. The cns had a lot of dust inside and the cpu fan was noisy. The reported complaint that this cns crashed and will not boot up was duplicated. Nkrc recommended to customer to replace hdd's and cpu fan. The noisy fan is unlikely to be related to the hdd issue. It is likely that the noise is due to hardware damage to the fan. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed on 01/30/2016. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type?. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed and will not boot up while in patient use. Bme reported that they get a error message saying raid 1 failed, no operating system. Bme requested to send the cns into nihon kohden for repair. No patient harm was reported.